Event description:
It was reported during a case that the patient began to bleed after the cuff was re-inflated. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.